Event description:
It was reported that the insulin pump alarmed motor error. Unable to conduct the displacement test due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind due to a loose drive support disk. The insulin pump is missing end cap sticker.